Event description:
False negative troponin (tni) <0.05 ng/ml results observed on one reading of a triage cardio profiler device on a triage meter 42013; device was reread, and gave a result of 0.12 ng/ml. Falsely depressed tni results may result in missed diagnosis for mi.

Manufacturer narrative:
Complaint investigation pending.